Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 707mg/dl. Troubleshooting was performed. The daily totals matched the basal and bolus. Ran a fixed prime and high pressure tests and passed. It was stated that the insulin pump was exposed to an x-ray machine. Performed a displacement test twice and failed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.